Event description:
The customer returned the duodenovideoscope to the service center for a separate issue. During the device analysis, the service repair technician identified that the device exhibited a chipped light guide lens. There was no patient involvement.

Manufacturer narrative:
The device was not returned to olympus for inspection but was evaluated by the third party distributor. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the chipped light guide lens was traced to component failure. The date of event is unknown. Additional information will be provided if available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.